Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event due to a wide complex ventricular tachycardia (vt) below the detect rate. Boston scientific technical services (ts) was consulted and discussed programming options. Approximately nine months later it was noted that the smartpass feature was off. Review found the presenting electrocardiogram had a qs morphology with the r wave and t wave at the same size of approximately 0.4 millivolts (mv) to 0.8mv. There was t wave oversensing in all three sensing vectors. Review of the stored information found two inappropriate shocks from four months and two months earlier, respectively. Noise was observed on the subcutaneous electrocardiogram that appeared to be diaphragmatic noise. It was noted that the last shock occurred while the patient was changing a tire and was straining to loosen the lug nuts. Ts suggested an x-ray, re-screening the patient due to morphology changes and further discussed programming changes. Two weeks later the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event due to a wide complex ventricular tachycardia (vt) below the detect rate. Boston scientific technical services (ts) was consulted and discussed programming options. Approximately nine months later it was noted that the smartpass feature was off. Review found the presenting electrocardiogram had a qs morphology with the r wave and t wave at the same size of approximately 0.4 millivolts (mv) to 0.8mv. There was t wave oversensing in all three sensing vectors. Review of the stored information found two inappropriate shocks from four months and two months earlier, respectively. Noise was observed on the subcutaneous electrocardiogram that appeared to be diaphragmatic noise. It was noted that the last shock occurred while the patient was changing a tire and was straining to loosen the lug nuts. Ts suggested an x-ray, re-screening the patient due to morphology changes and further discussed programming changes. Two weeks later the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.